Event description:
While flushing pt's PICC line, the nurse noted fluid beneath the dressing. Catheter was noted to be broken from the tubing. No catheter was visible from original insertion site in skin. The hub connection had separated allowing the catheter to float off. The pt was taken to the cath lab. The tip of the catheter was noted to be in the main pulmonary artery and was retrieved via snare and successfully removed through the 5 fr right femoral vein sheath.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.